Manufacturer narrative:
(B)(4). D10: elbow component replacement set bushing 32810600012 65347057. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the device was requested but not returned by the hospital. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2023-01609.

Event description:
It was reported that the patient was revised due to bushing wear on the implant causing metal-on-metal erosion. No additional patient consequences were reported. Attempts to obtain additional information have been made; however, no more is available.

Event description:
Upon receipt of additional information, it has been determined that this device did not cause or contribute to the reported event. The initial report was forwarded in error and should be voided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4, b5, d2, g3, g6, h1, h2, h6, h10. Upon receipt of additional information, it has been determined that this device did not cause or contribute to the reported event. The initial report was forwarded in error and should be voided.